Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that the customer went to the emergency room (ER) due to diabetic ketoacidosis and an elevated blood glucose (bg) level of 390 mg/dl. Reportedly, the customer was checked for any signs of infection. The customer left the ER 2.5 hours later with the issue resolved and no permanent damage. Reportedly, the customer alleged that the pump did not deliver insulin as intended, however the customer declined to perform system check with tandem technical support and the alleged root cause could not be confirmed. Reportedly, the customer reverted to an alternate form of insulin therapy.